Event description:
Falsified prenatal noninvasive paternity test. "(B)(6) lab" claims to be accredited by aabb and advertise to be "99.999% accurate". Tested at 11 weeks pregnant with (B)(6) lab was told "(B)(6)" was 99.999% father. Retested with ddc at 34 weeks pregnant was told "(B)(6)" was 0% father. Gave birth (B)(6) 2024 did a post paternity test with (B)(6) lab and was told "(B)(6)" was 99.999% father. Tested with (B)(6) lab as well with "(B)(6)" was 99.999% father. When this was mentioned to (B)(6) lab for false results of prenatal testing, they claimed "were accredited our results won't ever change." I have sent emails to amazon of the matter as well as tried posting reviews of the company. However, they filter out reviews and delete negative reviews. They are a scam and take your money, and never truly do a dna test only 50/50 chance results. I have come across a dozen people in the last 6 months who have been affected by falsified results.